Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device pocket was revised due to patient discomfort, the device was placed sub-muscular and the patient was in stable condition. There was no allegation of malfunction.